Manufacturer narrative:
Investigation summmary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. 11 loose 5ml syringes were received and evaluated. 1 syringe had scuff marks on the barrel. 5 syringes had distorted stoppers, 2 of which also had bent flanges, while the other 3 had scratch marks on the barrels. 5 syringes had bent flanges. The defects observed are rejectable per product specification. Potential root cause for the damaged barrels and distorted stopper defects is associated with the assembly process. Corrective actions were implemented to address a potential root cause associated with the damaged flange defect. Part of this batch was manufactured prior to implementation. No corrective actions are necessary based on the defective rate identified for distorted stopper defect.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with damaged syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with damaged syringe. There was no report of injury or medical intervention.